Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 23 mg/dl at the time of the incident. The customer had a low of 55 mg/dl on (B)(6) 2019. The customer used glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.